Manufacturer narrative:
The complaint device was received and evaluated. Visual observation reveals that the inner shaft was missing when received at mitek. The complaint report does not specify is the inner shaft was broken at the time of reporting the incident. The reported broken distal end failure cannot be confirmed. A batch review request to the supplier determined this device is more than 2 years old and a batch review could not be performed. Further, a review into the mitek complaints system revealed one other dissimilar complaint from this lot of devices that were released for distribution in 2005. The device is 9 years old and has seen considerable use in the field which is consistent with its appearance. This failure can be attributed to fair wear and tear. At this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The sales rep reported that during a shoulder repair that the tip of his cord cutter broke off while in the patient's joint space cutting suture. The 1cm piece was retrieved and no x-rays where needed. The surgeon completed the procedure with another like device with no patient consequences. There was a minute delay to the procedure. The complaint device is being returned for evaluation. The sales rep could not provide the lot number for the device. The following information was received via email from our sales rep on 1-16-15; the lot number of the complaint device is 5g2, the date of the event was 1-8-15, and he learned of the event on 1-12-15.

Manufacturer narrative:
This is a follow up report to document device return. A final report will be filed once the device has been investigated.

Event description:
The sales rep reported that during a shoulder repair that the tip of his cord cutter broke off while in the patient's joint space cutting suture. The 1cm piece was retrieved and no x-rays where needed. The surgeon completed the procedure with another like device with no patient consequences. There was a minute delay to the procedure. The complaint device is being returned for evaluation. The sales rep could not provide the lot number for the device. The following information was received via email from our sales rep on (B)(4) 2015; the lot number of the complaint device is 5g2, the date of the event was (B)(6) 2015, and he learned of the event on (B)(4) 2015.

Event description:
The sales rep reported that during a shoulder repair that the tip of his cord cutter broke off while in the patient&apos;s joint space cutting suture. The 1cm piece was retrieved and no x-rays where needed. The surgeon completed the procedure with another like device with no patient consequences. There was a minute delay to the procedure. The complaint device is being returned for evaluation. The sales rep could not provide the lot number for the device. The following information was received via email from our sales rep on (B)(6) 2015; the lot number of the complaint device is 5g2, the date of the event was (B)(6) 2015, and he learned of the event on (B)(6) 2015.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, it is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. Awaiting return.